Manufacturer narrative:
Any additional information received from the customer will be included in a follow-up report. (B)(4). The customer reported the alleged defect is available for analysis and an rga (return good authorization) has been issued. At this time, the suspect device has not been received by carefusion failure analysis lab department.

Event description:
The customer reported while using the vela ventilator, the unit displays vent inop (inoperable), motor fault, low pip (peak inspiratory pressure), and low ve (minute ventilation) alarms. The customer also reported xdcr fault (transducer fault) alarms occurred in the events log. The customer reported performing xdcr tests and calibrations, but the issue was not resolved. The customer reported that the incident occurred while on a patient, alternate ventilation was provided, and that it affected both monitored and delivered volumes. The customer reported no patient harm or injury.

Manufacturer narrative:
Failure analysis (fa) lab received a vela main pcba. Fa installed the component in a known good vela unit. Fa powered on in service mode, checked events and confirmed the ¿xdcr faults¿. Fa performed the xdcr calibration and the calibration passed on all three xdcrs. Fa restarted in respiration mode and connected the volume flow meter, set at rate 12, volume 500, peak flow 20 and ran vela unit for 20 minutes with no new events or alarms. Fa then used anti-static freeze on valve, solenoid, 8mm, 24 volt, 3 way at locations s902, s903 and s904. Fa restarted the vela unit and the turbine started sputtering and the ¿xdcr¿ alarms came on. Fa shut down and let the components warm up, then powered the unit back on and let the unit run overnight with no new alarms or events and volumes were in specs. Fa shut down the unit for 15 minutes and connected the oscilloscope to valve, solenoid, 8mm, 24 volt, 3 way at location s903, the component was operating outside the 60ms range. Fa was able to duplicate the customer complaint of ¿xdcr faults¿ and isolated the issue to a faulty valve, solenoid, 8mm, 24 volt, 3 way.